Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that hey had high blood glucose value and the pump was not working. Customer's blood glucose value was 444mg/dl. Customer declined to troubleshoot for high blood glucose value. Customer also mentioned about no delivery alarm but it did not occur during manual prime. Insulin pump will not be returned for analysis.